Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6), doctor (gastroenterology) placed the catheter in the ICU. It was placed in the left internal jugular vein, and dialysis and infusions were also started. On (B)(6), the patient complained of chest pain, and his white blood cell count increased to 10.9. On (B)(6), a contrast CT scan showed leakage into the mediastinum. As of (B)(6), the catheter has not been removed. Since placement, seven dialysis sessions have been performed without issue, and infusions had also been performed without issue up until (B)(6), so it is believed that a small tip of the catheter may have perforated the superior vena cava. Doctor, who placed the catheter, was careful about the course of the blood vessels when puncturing the left internal jugular vein, and did not forcefully push in the sheath dilator, and placed the catheter very carefully. On (B)(6), contrast medium leaked into the mediastinum, causing mediastinitis. The wbc count was usually around 6-9, but on (B)(6) it exceeded 9, indicating an inflammatory response.